Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Batch number has not been provided, thus no DHR review is performed at this time. With the exception of the operative notes from the primary and revision procedures, no additional patient clinical/medical information, no radiographic images were provided for inclusion in the medical assessment. Based on the information provided with this case, no definitive conclusions can be made as to the cause of the ¿failed¿ implants. The surgeon¿s observations of a metallosis reaction within the joint are noted. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a right hip replacement revision surgery was performed.